Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetes, but she was not wearing the insulin pump that day. The caller stated that the paramedics came at the library due to her low blood glucose of 39mg/dl. The customer stated that she does not use the insulin pump all the time, and sometimes she uses shots. No further information was provided.